Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the galaxy g3 mini 1mm x 4cm (ip-01210453), the embolic coil is stretched and entangled with the rest of the device. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a coil embolization of a ruptured bifurcation cerebral aneurysm at the ba-tip, a pulserider aneurysm neck reconstruction device was used and seventeen j&j coils were used. However, the introducer sheath of a galaxy g3 xsft 3mm x 6cm coil (glx120306 and 30530847) was split when it was re-sheathed. The complaint device was replaced with another same sized coil and the procedure was completed. There was no patient injury reported. A non-sterile unit galaxy g3 xsft 3mm x 6cm was received inside of a pouch. The device was visually inspected, and it was found that the introducer is separated from the rest of the device without damages. No other damages or anomalies were observed on the device during the visual analysis. The galaxy g3 mini 1mm x 4cm was inspected under microscope and it was noted that the embolic coil is stretched and entangled with the rest of the device. The functional test could not be performed due to the introducer was found separated from the rest of the device. Also, the embolic coil was found stretched and entangled with the rest of the device. A manufacturing record evaluation was performed for the finished device 30530847 number, and no non-conformances related to the reported complaint condition were identified. Cerenovus conducted a visual and microscopic inspection. The functional test could not be performed due to the conditions in which the device was returned. During the visual analysis of the device, it was noted that the introducer is separated from the rest of the device without damages, due to the separated condition the functional test could not be performed, although no damages were observed on the introducer, the separated condition could be related with the customer experience regarding ¿coil introducer - premature peeling¿. Considering the factors described, the customer complaint was confirmed. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. During the microscopic inspection the embolic coil was found stretched and entangled with the rest of the device. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. The instructions for use do contain the following precautions: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of a ruptured bifurcation cerebral aneurysm at the ba-tip, a pulserider aneurysm neck reconstruction device was used and seventeen j&j coils were used. However, the introducer sheath of a galaxy g3 xsft 3mm x 6cm coil (glx120306 and 30530847) was split when it was re-sheathed. The complaint device was replaced with another same sized coil and the procedure was completed. There was no patient injury reported. The microcatheter was not removed. Based on the product analysis of the galaxy g3 mini 1mm x 4cm, the embolic coil is stretched and entangled with the rest of the device.